Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that water in the balloon could not be withdrawn during the catheter replacement. The non-rupture method (cut the shaft and a wire was inserted through the inflation lumen of the catheter) was attempted, but failed. The user forcibly pulled the catheter, and it was removed from the patient. The removed catheter was broken, and the balloon was still inflated.

Event description:
It was reported that water in the balloon could not be withdrawn during the catheter replacement. The non-rupture method (cut the shaft and a wire was inserted through the inflation lumen of the catheter) was attempted, but failed. The user forcibly pulled the catheter, and it was removed from the patient. The removed catheter was broken, and the balloon was still inflated. Per additional information: the bleeding was confirmed but there was no medical intervention reported for the bleeding.

Manufacturer narrative:
The reported issue was confirmed as use-related. Received only the distal part of the catheter with the sac still inflated. The sample was evaluated and observed heavy salt accumulation on the inflation lumen causing blockage which made it difficult for water to flow through. A functional test was unable to be performed due to the sample condition. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "precautions for use: (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed]." Correction: concomitant medical products.

Manufacturer narrative:
The reported issue was inconclusive due to the sample's poor condition the sample was evaluated and no pinch or blockage was observed. No conditions found on sample that could be associated with reported event. Due to the poor condition of the returned sample, a complete evaluation could not be performed. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "precautions for use: (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed]."

Event description:
It was reported that water in the balloon could not be withdrawn during the catheter replacement. The non-rupture method (cut the shaft and a wire was inserted through the inflation lumen of the catheter) was attempted, but failed. The user forcibly pulled the catheter, and it was removed from the patient. The removed catheter was broken, and the balloon was still inflated. Per additional information: the bleeding was confirmed but there was no medical intervention reported for the bleeding.